Event description:
It was reported that pump displayed malfunction code 16 with fault ID 0x20e6 and was not resettable, and there were no notable events before the malfunction. There was no adverse impact to the customer's blood glucose level. Customer was informed that pump needed replacement, remained within warranty, and received replacement pump from courier, and technical support confirmed shipping address and arranged for return of problematic pump, but no additional information was received regarding final outcome of the event.